Event description:
It was reported that pump battery depleted too quickly, leading to low power alerts and shutdown alarms, and customer experienced high blood glucose of 558 mg/dl during event. Customer delivered a correction bolus using pump, did not require help from another person, and resumed insulin after being educated that insulin on board and maximum hourly bolus reset when pump turned off; customer was using mobile app and continuous glucose monitor, was advised to switch temporarily to multiple daily injections as backup, and technical support arranged shipment of replacement pump, instructed customer to put problematic pump into storage mode and return it with pre-paid label, and guided customer to reprogram settings and reconnect continuous glucose monitor on replacement device.